Event description:
According to the reporter, multiple patients returned to the outpatient oncology center with complaints of open areas at the insertion port site approximately one week after the initial procedure. Nine patients were affected over a thirty day period. Affected patients were a variety of ages and both male and female. The size of the wound opening varied: some physicians reported small openings and others reported larger openings such that the catheter below the incision could be visualized. All patients had wounds that were red/irritated. Some patients had drainage from the would site, others did not. Some patients required medical intervention including additional medications and one patient returned to surgery.

Manufacturer narrative:
(B)(4).